Event description:
On (B)(6)2010, vision was fine prior to putting in contacts. Contacts were from new unopened boxes. Did not rinse off contact with my home contact solution -as opposed to the solution the contact comes in- before putting it in eye. After about an hour of wear, a white soap opera haze -best way I can describe it- encompassed entire field of vision of right eye. Left eye was perfectly clear. Returned home and took out contacts and put on glasses. White haze was still present for 2-3 hours and eventually disappeared. Went to doctor when haze was still there, see the info I got from the doctor in section 6 below. On (B)(6)2010, tried to use another new contact from the same box recently. Rinsed out the right contact well 3 times with home contact solution. Same thing happened as above. Left eye was fine. Right eye had a white haze which was still present after removal of contact. This contact was left in my eye for less time prior to remove but still took about an hour and a half to restore clear vision. I used a trial pair of contacts prior to these -prior to (B)(6)2010- and there was no problem with them. Right eye contact information: manufacturer - cooper vision frequency 55 toric 8.7/14.1 -1.75 -0.75 x170 lot 3740000907 expiration 2014/12. Dose or amount: 1 pair, frequency: monthly. Dates of use: (B)(6)2010 and (B)(6)2010. Diagnosis or reason for use: to be able to see into distances. Event reappeared after reintroduction?: yes.